Event description:
It was reported that the mobicath deflectable sheath was noted to be ""leaking at the hemo-static valve"" when in use for a procedure. The physician exchanged out for a non-bwi sheath. Case completed without patient harm.